Manufacturer narrative:
The insulin pump communicated properly with the blood glucose sensor simulator and the blood glucose readings were accurate. The insulin pump was received with a cracked display window and dog chew marks.

Event description:
Customer reported that the insulin pump has a crack on the upper leftside of the screen. Customer stated that he believes that his puppy chewed it up while he was taking a shower. Customer stated that he changed the infusion set and was not receiving insulin. Customer stated that he believes the damaged insulin pump is causing his sensor readings to be different from his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.